Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the screen was badly scratched and that the patient could not safely read the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: the display lens was confirmed to be scratched. Unrelated to the original complaint, the display screen had a pinkish contrast, the battery compartment was cracked above the bumper pad, and the audio bolus button cover was torn but is still responsive.